Event description:
It was reported that the patient experienced more spasticity despite drug dose increases and was hospitalized. The pump contained compounded baclofen. The catheter dye study was inconclusive; rotor study results not reported. The pump was explanted and replaced due to "battery depletion". The patient had no injury and recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.